Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system had leakage between the catheter and adapter. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd intima-ii closed IV catheter system had leakage between the catheter and adapter. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: the lot number of the device was changed. Medical device lot #: 8017233. Medical device expiration date: 3/1/2021. Device manufacture date: 1/17/2018. The batch record for lot#8017233 was reviewed, no related abnormalities were found during the manufacturing process. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Manufacturer narrative:
The batch record for lot#8079185 was reviewed, no related abnormalities were found during the manufacturing process. Additionally, a sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided a small cracked was found during leakage testing and was located on the adapter. The returned product's parameters for swage dimension and swage length were tested and found to be within product specifications. However, depending on pressure variance in the auto lines swage pressure it is possible of the machine to become misaligned allowing for the resulting crack to form in the device. According to the analysis, the crack on the weld-line of the catheter adapter may be related to the audio line swage pressure of the catheter adapter and may be related to the molding process for the catheter adapter.

Event description:
It was reported that a bd intima-ii closed IV catheter system had leakage between the catheter and adapter. There was no report of exposure, serious injury or medical intervention.